Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injuries and or symptoms include extreme pain, erosion of the internal bodily tissue, dyspareunia, additional surgery and other injuries.